Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery charger device had a crackling/burning smell and then had no power. It was reported this device was used for training purposes only. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the housing was cracked. It was noted that the housing was broken, and there was no function. It was further determined that the device failed pretest for software revision, marking and labeling, and general condition. Therefore, the reported condition that the device had a crackling/burning smell and then had no power was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The type of reportable event that occurred was inadvertently omitted from the initial medwatch report. The type of event was a product problem (malfunction) and has been updated in section b1 of this medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.